Event description:
During coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The calcified lesion was located in the marginal circumflex artery (cx). As the physician attempted to reach the marginal cx with a taxus express2 8.8% 2.25 x 16 mm stent, the physician could not cross the lesion. The physician then withdrew the stent without any complications. However, as the stent retracted back into the guide catheter in the femoral artery the stent dislodged from the balloon. The physician then had to use local anesthesia to surgically remove the taxus stent from the pt femoral artery. No further pt injuries or complications were reported. Pt status is reported as "very well."